Event description:
Medtronic received a report that the stent "distal was observed under fluoroscopy in a trumped shape. If the expansion defect remains after placement, it will be a problem, so it was collected." The product was not used in an infected patient. The catheter was "wetten" as per the package insert. The pipeline was not used as an indication (off-label use). The device was prepared as indicated in the package insert. It was noted that there was resistance during pipeline delivery. The pipeline was resheathed 5 times. There were no abnormalities or malfunctions in the concomitant phenom catheter. Specifically stated as, "there didn't seem to be any problems." The patient was undergoing surgery for treatment of an aneurysm located in the c6 segment with a max diameter of 30mm and a 10mm neck diameter. Ancillary devices include a phenom catheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6: device codes (fdd/annex a): additional code was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.